Manufacturer narrative:
The device history records for this lead model goes beyond oscor's record retention period, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. The manufacturing inspection procedure for this device indicates that the lead is checked 100 percent for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100 percent inspection regarding the following: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring, "d" dimension on is-1 connector is measured and tubing inspection is all done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. The instructions for use (IFU) provides information on possible complications: with the use of endocardial leads, complications might occur during implantation, explantation or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. The lead was in use for treatment for over 21 years. As the lead was not returned for analysis, the clinical allegations against this lead cannot be confirmed and a root cause of the under-sensing could not be determined. No subsequent device or clinical adverse events have been reported. Electrical issues are recognized clinical events referenced in the instructions for use (IFU). This lead is no longer manufactured by oscor. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
It was reported this patient had an episode of ventricular fibrillation (vf) on (B)(6) 2018 and stated the pacemaker did not store it. The patient presented to emergency room with vf arrest, confirmed by tracing. It was also mentioned the patient was hospitalized due to the vf. Since no episodes were recorded on the device, conclusion was under-sensing. Additional information stated the patient's pacemaker was extracted due to an upgrade in therapy to competitive ICD, date unknown. Additional information has been requested regarding patient, incident and products, however not received as of date of this report.